Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) showed that the device was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) showed that all conductors were broken at the distal end of the returned medial segment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v948945, implanted: 2(B)(6) 012, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturers' representative (rep) reported that the patient noted there was no big difference with the device and preferred to have it removed. During removal, the lead had some resistance and did not come out in one piece. The lead was broken and the physician was able to get out more but not all of the lead. It broke in 2 places and left the bottom part of the lead with the electrodes in the body. The physician tried to get as much as possible. The rep returned back what was removed. The physician planned to do an x-ray to see where the remaining portion of the lead was. The issue was not resolved at the time of this report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.